Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 110 and failed pulse testing. Upon evaluation, there was an intermittent connection at the j1000 jumper. The cause of the test failure is the intermittent jumper. The root cause of the intermittent jumper cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.